Manufacturer narrative:
Additional information wil be provided upon investigation conclusion.

Event description:
It was reported that the castors brakes failed causing patient to fall . No injuries were reported. The device evaluation did not show any device malfunction.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
It was reported that during a patient transfer from a sara stedy active floor lift, the patient fell. No injury was reported. The customer indicated that the cause of the patient's fall might be related to device castor failure. The arjo representative inspected the device after the event. No device malfunction was found. The castor brakes were working correctly during the inspection. The arjo representative attempted to contact the customer to receive additional information regarding event circumstances. Unfortunately, the customer was unable to provide any additional details regarding the reported event. Due to limited information provided to the compliant. The root cause of the reported event is impossible to define. Looking at the incident scenario it has been established that a floor lift was used for patient handling at the time of the event. No device malfunction was found, and from that perspective the device meet its specification. The complaint was decided to be reportable due to the allegation that the patient fell during transfer.